Event description:
It was reported to philips that the ac power module (s/n (B)(4) c0445 c003867) was not charging the battery. There was no reported patient or user involvement and no adverse patient/user impact.